Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula bent inside sensor base. No broken or missing parts were observed during analysis. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Event description:
It was reported via phone call that the customer had a needle break. Customer's blood glucose level at the time 182mg/dl. Troubleshooting occured. Advised sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.